Manufacturer narrative:
Neither the customer's glidescope spectrum qc mac s4 blade nor the glidescope core 10-inch monitor were returned to verathon for evaluation, therefore the cause could not be determined. Furthermore, the customer indicated that they no longer have the blade used at the time of the incident. Follow-up information received from the customer reported that they were unable to replicate the reported issue following the reported event even with the subject blade. Review of complaint history for the reported monitor did not identify any previous complaints reported to verathon. Review of complaint history for the subject blade was unable to be performed due to no lot number being provided. Trending analysis for glidescope spectrum qc blades does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while using a glidescope core 10-inch monitor during intubation, the clinicians lost the image from the connected glidescope spectrum qc mac s4 blade. The screen was still powered on and the blade was still illuminated. The image was restored after resetting and switching to a new blade. No delay in procedure or harm to the patient was reported. Following the reported incident, the customer reported performing testing and were unable to replicate the fault. The device appeared to be functioning as intended.